Event description:
Account - xxxxx pharmacy item# 329515, lot: 4073006, mfg: 3/31/24, exp: 03/31/27. Complaint - "I am contacting you due to a safety event we had with the bd autoshield duo. One of our nursing staff was administering insulin to a patient and when she went to take off the attached needle after giving the insulin, part of the needle remained in the pen. The safety action on the top of the needle appears to have functioned properly, but part of the needle broke off and remained in the pen. "X

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.